Manufacturer narrative:
Trackwise # (B)(4). The lot # 25150210 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 01/27/2021. An investigation was conducted on 02/01/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Charred tissue was observed on the jaws. The clear silicone insulation was observed to be peeled away from the middle of the cold jaw to the tip, exposing the metal portion of the jaw. The detached silicone insulation was not returned for evaluation. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 silicone had peeled off the jaw. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip of the jaws was separated, making it unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.